Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after the procedure, the patient complained about the drainage tube. The hub and the catheter separated after he procedure. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation. There was no side effect to the patient reported.